Manufacturer narrative:
(B)(4). Concomitant medical products: 00434906606, tm reverse humeral poly liner/inlays, 63610389. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02617.

Event description:
It was reported that a patient underwent an initial shoulder procedure. Subsequently, the patient was revised due to the disassociation of the poly liner from the stem. The liner dissociated from the spacer, and the spacer was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: not returned to manufacturer.

Event description:
It was reported that the patient presented with dislocation approximately four (4) months post-revision of a left total reverse shoulder arthroplasty. During the revision, it was noted that the polyethylene liner had disassociated from the humeral stem/spacer. A new stem, 12mm spacer, and a retentive liner were implanted.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : not returned to manufacturer.